Event description:
A clinician has experienced itching and irritation on arms and back, as a result of wearing the new gown. This reaction resulted in the clinician needing a shot of cortisone as well as taking a dose pack.